Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/25/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d1, d2a, d2b, d4, h4, h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
Fraying of the suture material at the time of knotting.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Were there any patient consequences? Can you identify the product code of the device used? Please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. Please provide the source or name of person providing answers to follow-up questions no product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.